Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The minimum age of the patients is eighteen (18) years of age. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿pacing without wires: leadless cardiac pacing.¿ ochsner journal. 2016; 16(3):238-42. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding leadless implantable pulse generators (ipgs). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. There were patients who experienced cardiac perforations, vascular injury, and high thresholds on the ipg requiring revision. The status/location of the ipg is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.